Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during routine check the cardiosave intra-aortic balloon pump (iabp) had a charging problem. There was a need to wind and unwind the cable to start charging the unit. There was no patient involvement and no harm reported.